Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. The depressed battery pins did not allow for dc operation. The rear case was replaced.

Event description:
It was reported that on a spectrum pump the "rear case pins are bad". Any patient involvement, injury or medical intervention is unknown.